Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the electrode was noted to be too far left of the center and was noted to flare out a bit. When the physician attempted to induce the patient they had muscle recruitment. A 10 joule shock was delivered with 124 ohm impedance measurement. The electrode was repositioned and moved to the right of the current position but would still flare out even when the physician attempted to tuck it down. Again a 10 joule shock was delivered with 135 ohm impedance measurement. It was noted that the patient was obese and had a larger stature and body habitus. It was decided to bring the patient back in a different day to further attempt induction. The field representative noted that the patient was brought back into the office. At the time they decided to hold off on any induction testing or revision of the system in light on the covid-19 precautions. Approximately four months later review of an x-ray noted that the electrode looked very superficial. Subsequently a revision procedure was performed where the electrode was repositioned using the three incision technique. The physician noted he was not deep and the repositioning was successful. A 10 joule shock yielded 83 ohms impedance. The first induction was successful, but the 65 joule shock did not convert the patient. Subsequent induction attempts were not successful. The physician planned to see the patient in a few weeks to decide on any further action. The electrode remains in service and no adverse patient effects were reported.